Manufacturer narrative:
Date of event : the event date was reported to be early september. Report source: (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suctionaid cuff leaked air while in use with a patient. Subsequently, a tube change out was required. There were no adverse patient effects.

Manufacturer narrative:
Device evaluation : one portex tracheostomy sample was received in used condition for investigation. The sample was visually inspected and no discrepancies were found. A leak test was performed and a leak was detected in the cuff of the returned sample. Relevant documents were reviewed and deemed adequate. The cuff assembly operation and inflation line assembly were reviewed with no discrepancies. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint was confirmed. The most probable event problem source was associated with a possible cuff tear occurring during a tracheostomy procedure due to contact with sharp edge. This issue conflicts with the device's IFU (instructions for use) that states: "guard against cuff damage by avoiding contact with sharp edges."